Manufacturer narrative:
The reported event was dislodgment. As received, a complete lead was returned for analysis. The double bend was measured, and it was within product specification. Electrical testing was normal, meanwhile, visual and x-ray inspection of the lead did not find any anomalies.

Event description:
It was reported that the patient's left ventricular (lv) lead had dislodged. Fluoroscopy was performed which confirmed the dislodgement. The lead was explanted and replaced. The patient was stable throughout the procedure.